Event description:
It was reported that this pacemaker exhibited oversensing and pacing inhibition. Technical services (ts) was consulted, and loss of capture (loc) is suspected. The device remains in service. No additional adverse patient effects were reported.